Manufacturer narrative:
The radiometer investigation of the event was inconclusive as it has not been possible to receive data from the time of event. The root cause is therefore unknown. To resolve the issue with false elevated patient results for pco2 and hco3, radiometer has replaced sensor cassette.

Manufacturer narrative:
B3: updated/corrected with incident date. B5: additional information received: pico50 samplers were used - lot kd13 exp 2022-10-13.

Event description:
According to the complaint the hospital clinical staff noted that results for pco2 and hco3 on the abl90 flex plus analyzer were erratic and elevated on two of their patients (3 and 4 months old). The following measurements were performed on the two patients: (B)(6). No reports of serious injury or death.

Manufacturer narrative:
Date of event estimated from doa. Initial reporter occupation: clinical staff.